Event description:
It was reported that a polarsheath was used in a atrial fibrillation cryo ablation procedure. During preparation there were no problems with bending or locking of the polarsheath. When the polarx balloon catheter was inserted into the sheath and bled out the air, the air receded all the time. It was suspected that the valve was defective. The procedure was completed with another polarsheath device. The device has been returned to boston scientific.

Event description:
It was reported that a polarsheath was used in a atrial fibrillation cryo ablation procedure. During preparation there were no problems with bending or locking of the polarsheath. When the polarx balloon catheter was inserted into the sheath and bled out the air, the air receded all the time. It was suspected that the valve was defective. The procedure was completed with another polarsheath device. The device has been returned to boston scientific.

Manufacturer narrative:
Visual inspection of the device showed blood observed on the handle and in the flush line and tear observed on the hemostatic valve. The device passed aspiration and air pressure testing. During hemostasis valve testing as it could not maintain pressure. The reported event was confirmed.

Event description:
It was reported that a polarsheath was used in a atrial fibrillation cryo ablation procedure. During preparation there were no problems with bending or locking of the polarsheath. When the polarx balloon catheter was inserted into the sheath and bled out the air, the air receded all the time. It was suspected that the valve was defective. The procedure was completed with another polarsheath device. The device has been returned to boston scientific.

Manufacturer narrative:
Visual inspection of the device showed blood observed on the handle and in the flush line and tear observed on the hemostatic valve. The device passed aspiration and air pressure testing. During hemostasis valve testing as it could not maintain pressure. The reported event was confirmed.